Manufacturer narrative:
Additional information was received that the patient's lead extensions and/or lead will be replaced.

Event description:
A report was received that the patient's stimulation is shutting off in certain positions. Two contacts on the lead had high impedances. The impedance measurements were observed and revealed 1 contact in port a, 1 contact in port b, and 1 contact in port c with high impedances. The patient's lead and extensions was recommended for replacements.

Manufacturer narrative:
Additional information was received that the physician opened the incision where the lead was connected to the extensions and able to determine that the bad impedances were coming from the lead not the extensions.

Event description:
A report was received that the patient's stimulation is shutting off in certain positions. Two contacts on the lead had high impedances. The impedance measurements were observed and revealed 1 contact in port a, 1 contact in port b, and 1 contact in port c with high impedances. The patient's lead and extensions was recommended for replacements.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient's stimulation is shutting off in certain positions. Two contacts on the lead had high impedances. The impedance measurements were observed and revealed 1 contact in port a, 1 contact in port b, and 1 contact in port c with high impedances. The patient's lead and extensions was recommended for replacements.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-8216-70 serial #: (B)(4) description: scs phiii ext 25cm.

Event description:
A report was received that the patient's stimulation is shutting off in certain positions. Two contacts on the lead had high impedances. The impedance measurements were observed and revealed 1 contact in port a, 1 contact in port b, and 1 contact in port c with high impedances. The patient's lead and extensions was recommended for replacements.